Event description:
Customer reported that the device overheated during a anterior cervical discectomy and fusion procedure. There was no delay as a backup equipment was used to complete the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination in the bearings.